Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reports a low battery alarm or short battery life. Troubleshooting was performed and found that the pump did not alarm with ¿replace battery¿ or ¿replace battery now" and ¿power error detected¿. The customer isn't using a 620g/640g pump with software version 2.6. No harm requiring medical intervention was reported. The customer will discontinue using the pump and the device will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, active current test. Unit failed to pass the sleep current measurement due to high current. Unit failed to pass the pump error 63 occurring during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Power loss alarm ((B)(6) 2023 17:26) replace battery ((B)(6) 2023 17:24) in history files and traces. Pump error 63 variable (03) occurred on (B)(6) 2023 08:51 in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly & force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, it was noted as damaged due to cracked retainer and partially broken retainer. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, cracked end cap, overlay scratched, cracked keypad overlay, missing display window cover, pillowing keypad overlay, cracked case (battery tube), partially broken retainer, cracked retainer, keypad overlay texture damaged. Charge/battery lasts less than expected is not confirmed. Unexpected battery power loss is confirmed due to moisture damage on the electronic stack. Pump error 63 is confirmed due to occurring during testing and cracked soldered joint at u1 pin (01). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.